Event description:
A malfunction was reported, and the customer experienced a malfunction alarm which was not resettable. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. As a resolution, tandem technical support arranged to send a replacement pump to the customer, who agreed to use a backup insulin pump. The customer was instructed to return the problematic pump and received guidance on activating storage mode and managing the new replacement pump.